Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that yesterday they were sitting watching tv and they could feel the stimulator giving them a jolt. Then it went away until this morning it happened again and now it was off and on every 15-20 minutes. Patient services (ps) reviewed how to check therapy status with the 3037 programmer and initially patient was able to sync to ins, confirmed therapy was on and amplitude at 2.4ma. When patient tried to decrease amplitude they encountered a poor communication message. When patient re-synched to ins they encountered warning por message. Patient denied any falls, traumas, or any known exposure to emi. Patient services (ps) reviewed possible eos and redirected to managing doctor for device check.